Event description:
The investigation was concluded on the 17-nov-2020, this supplement report is being submitted to include the investigation conclusions within section h10.

Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint files, ref MDR # 3001845648-2020-00777. Document review including IFU review: prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause could not be determined from the available information. A possible root cause could be attributed to a possible distal kink that occurred during handling of the device during sample collection resulting in the difficulty retracting the needle into the sheath. A possible root cause could also be attributed flexed endoscope position as indicated in the additional information. This potentially could have caused the needle to kink distally resulting in it being unable to retract into the sheath complaint is confirmed based on customers testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
K142688 - 510k#. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - 15sep2020 - this problem was experienced in one case each day for two days in a row. The customer could not confirm the date of either event. It occurred once with a device from lot c1743547 (cirl ref # (B)(4)) and once with a device from an unknown lot (cirl ref # (B)(4)- this report ). They used the device for one pass and it worked fine. They pulled the needle out and removed the specimen. Then, outside of the patient, the needle would not fully retract into the sheath. So, they could not use it. They successfully completed the procedure with another cook needle. Did any unintended section of the device remain inside the patient¿s body? -no. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? -no. Did the patient require any additional procedures due to this occurrence? -no. If yes, please describe. Did the product cause or contribute to the need for additional procedures? -no. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? -no. Has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details.